Manufacturer narrative:
Although requested, the device associated with this complaint has not been returned for evaluation. The investigation into this customer complaint is ongoing, and the root cause is not known. Should additional information become available a follow-up MDR will be submitted.

Event description:
A customer has reported that while checking their AED, they found it would not turn on. They reported that this did not occur during patient use.